Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing on (B)(6) 2025, the colonovideoscope tested positive for 1 colony-forming unit (cfu) of klebsiella pneumoniae and 17 cfus of pseudomonas aeruginosa. On (B)(6) 2025, the colonovideoscope tested positive for 13 cfu of klebsiella pneumoniae, 29 cfu of raoultella planticola, and less than 100 cfu of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d9, h3, h6, h11. Corrected fields: b3. The device was evaluated where an additional potential adverse event was confirmed where foreign material was detected in the biopsy channel. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels, cfu: 1cfu, bacterial identification: bacillaceae, based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.